Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was determined that the upper and lower cases were dented, broken and contaminated, the liquid crystal display lens, bail covers, lead flex cover and battery drawer were broken and contaminated, the heart block was contaminated, the battery contacts were compressed, the keyboard was damaged and the main printed circuit board was out of specification. The device was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection did not reveal any anomalies. Bench analysis found that one super cap failed in-circuit. It was further noted that the battery removal test failed. After replacing a capacitor the battery removal test then passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.